Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was an implantable neurostimulator in pocket issue. The implantable neurostimulator was implanted at the crease in the butt and back and it would not lie flat. The patient had a pre-existing condition of back swelling and sometimes the patient was unable to charge during back swelling and had difficulty charging due to the implantable neurostimulator location. The implantable neurostimulator was removed and a new implantable neurostimulator of another company was placed in a different location and was not rechargeable. The replacement occurred on (B)(6) 2016. The patient notified the manufacturer representative shortly after implant ((B)(6) 2012) and said that the manufacturer representative was aware "off and on" and would help the patient charge in the office sometimes. It was not reported that the manufacturer representative was aware of the replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.